Event description:
Report received of an over delivery. The pump was programmed to deliver normal saline at a rate of 500ml/hr with a dose limit of 250ml. At a later unspecified time, the nurse reported that the solution bag was empty. There was no reported adverse pt effect. No medical intervention was provided. Though requested, no further info was received.